Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: degradation and contamination problems identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the cysto-nephro fiberscope, which is an olympus asset with no reported complaint. During the evaluation of the device, it was observed the channel mount unit had foreign objects, and the forceps channel port was loose. There was no patient involvement.